Manufacturer narrative:
Event date: used (B)(6) 2020 as the event date as this was an estimated date of the reported aware date of (B)(6) 2020.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was advanced for dilatation. However, the balloon ruptured at 4 atmospheres. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable following the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon monorail was advanced for dilatation. However, the balloon ruptured at 4 atmospheres. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
B3: event date: used (B)(6) 2020 as the event date as this was an estimated date of the reported aware date of (B)(6) 2020. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from 2 balloon pinholes located approximately 1mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.